Manufacturer narrative:
The analysis was performed on a cobas 5800 instrument (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. Data analysis revealed that the reactive hiv sample exhibited a cycle threshold (CT) value of 40.9 with minimal amplification. The positive control for hiv demonstrated robust and sigmoidal amplification, confirming proper assay functionality. The most likely root cause for the unexpected reactive result was identified as non-specific amplification (nsa), which is characterized by late and minimal amplification for a particular target. Contamination was ruled out as no additional samples were affected, and serology testing was negative. The donation was not used, and no further action was required based on the available information.

Event description:
The initial reporter alleged an unexpected reactive result for hiv when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 5800 instrument. The customer reported that sample (B)(6) was tested and generated a reactive result for hiv with a cycle threshold (CT) value of 40.9. The sample was repeated on the same day, as well as a new sample from the same donation, and both repeat tests were non-reactive. Serology testing using the cobas hiv-1 assay was also negative. The donation was blood and was not used.